Manufacturer narrative:
The customer contacted the siemens customer center (ccc) and indicated that discordant creatinine results were reported on patient samples after the software upgrade on the instrument. A ccc specialist remotely investigated the instrument files and determined that incorrect ranges were established for urine and plasma samples. The ccc specialist was not able to change the ranges and rebooted the instrument. The customer resolved the issue by unchecking the out of assay range rerun on the instrument. Siemens further investigated the event and determined that a user incorrectly changed the "low assay range" to 13 mg/dl for sample type plasma, instead of for urine. The low end of the cre2 analytical measurement range for urine samples is 13 mg/dl and the system does not overwrite the configuration in the software. The customer also incorrectly reported discordant results to the physician(s). The cause of the event is due to a use error. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Creatinine results of < 13 mg/dl were obtained on multiple patient samples on a dimension vista 500 instrument. The customer manually reported these results as < 0.15 mg/dl to the physician(s), who questioned the results. The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the creatinine results reported to the physician(s).